Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer had an alternate pump for insulin therapy. Additionally, customer experienced low blood glucose (bg) level of 52 mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.